Event description:
It was reported that while using bd vacutainer® push button blood collection set that the needle started leaking once the phlebotomist retracted the needle from the patients arm. The needle was thrown away. No patient impact.

Manufacturer narrative:
D.2a: common device name: blood specimen collection device; intravascular administration set. D.2b: medical device type: fpa, jka. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: material #: 367344, lot/batch #: 3332916. Bd had not received samples, but one photo was provided for investigation. The photo was reviewed and the indicated failure mode for leakage with the incident lot was not observed. Additionally, thirty (30) retention samples from bd inventory were evaluated by functional testing using 10 tubes per needle to assess functionality of the device and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. H3 other text : see h.10.

Event description:
It was reported that while using bd vacutainer® push button blood collection set that the needle started leaking once the phlebotomist retracted the needle from the patients arm. The needle was thrown away. No patient impact.